Manufacturer narrative:
(B)(4). Batch # u4026v. Investigation summary: the analysis results found that a (B)(4) device was returned inside the package. The packaged was returned partially open from "peel here" area, the seal area was noted to be complete. Event could not be confirmed as the seal area was complete. In addition, two photos were also received for review. Upon visual inspection of two photos, the following was observed: the first photo shows a trocar inside of its package with product code (B)(4), lot # u4026v. The second photo shows a package from top view and it can be seen to be partially opened, however, the seal area could not be observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Damaged packaging. It was reported that during an unknown stomach surgery, before used on the patient, noted the packing was damaged(as the photo shows.) Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.